Manufacturer narrative:
An abbott field service representative (fsr) serviced the instrument on-site. The fsr discovered protein build-up at the mixer wash cup, a small scratch on mixer #1 blade, and some build-up on the sample probe. Therefore, the fsr replaced the mixer (list number 09d59-01) and sample probe (ln 01g48-03). These parts were considered the likely cause of the erratic results. Review of the architect (B)(4) service history did not identify any contributing factors on or around the date of the complaint. There was no subsequent contact from the customer after fsr replacement of the parts. Historical quality metrics were reviewed and no adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer observed intermittent discrepant calcium results for patient samples tested on the architect c8000. An initial result of 14.7 mg/dl (critical high) retested at 9.7 mg/dl (normal) for one patient sample on (B)(6) 2017. Results of 10.1, 10.2 and 14.1 mg/dl were generated for another patient on (B)(6) 2017. The customer uses a normal range of 8.4 - 10.2 mg/dl for calcium. No adverse impact to patient management was reported.